Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that the sensor went through unexpected reinitializations and gave a sensor error. Troubleshooting was not completed as the sensor was expired on 11/4/2013. The blood glucose reading was 180 mg/dl. Nothing further was reported.